Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change procedure due to normal eri, the set screw in the header for the atrial lead was seemed to be stripped when physician tried to remove the atrial lead. The physician attempted to remove the set screw with forceps but this did not work. The atrial lead was pulled out of the header. Device was explanted and replaced. The patient presented stable after the procedure.